Event description:
(B)(4). At the time of placement I was in so much pain. My body went in to shock. I bled for two and half weeks with heavy flow. After a couple days off my period I started to notice I was having pelvic pain and cramping. Soon after that I had sex and it was so painful and I bled after. Sex life has went down some. I've beginning to notice that my face is starting to brake out.